Event description:
Procedure type: lap appendectomy. According to the reporter: the reload was improperly unloaded, leading the reload to be incorrectly loaded and fired. The reload broke apart inside pt post-firing. All parts were recovered and confirmed through x-ray. The case was delayed more than 30 minutes. No bleeding reported.

Manufacturer narrative:
(B)(4).